Event description:
It was reported that high lead impedance readings were obtained a few months after the patient had been implanted. The high lead impedance readings were obtained in the or and the pin was reinserted into the generator which resolved the high lead impedance. No device(s) were explanted.